Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens had a small smudge. The lens was then removed during the initial procedure. There was no harm to the patient. The surgery was completed the same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).